Event description:
It was reported that the patient with this pacemaker had infection and erosion. The pacemaker main unit was exposed and thus, was explanted. Due to the advanced age of the patient, the lead was capped and left in the body according to the discretion of the physician. No additional adverse patient effects were reported. The device was not returned for analysis.